Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 7:00 pm. Pt reported testing her glucose level at 5:00 pm and getting reading of 159 mg/dl. She took 5 units of novalog and had something to eat. Two hours later, pt felt weak and had hot flashes, so she tested on the pdc meter again, getting a reading of 51 mg/dl. Medics were called and arrived 3 minutes later. Their meter read 156 mg/dl. Pt wasn't provided treatment due to medics saying she was normal. She disagreed with them; she knew her glucose was low and could feel it. Pt provided self-treatment, eating cereal and taking 5 glucose tablets. She said she felt the pdc meter was accurate. Pt and her son, who is also a paramedic, were walked through a cst. The result was in range. Pdc sent a replacement device with prepaid envelope and requested return of suspect product.

Manufacturer narrative:
Suspect product was not returned for evaluation. Pt felt meter was reading accurately, according to her symptoms.